Event description:
A surgeon reports a pt with a decrease in bscva following a study. This report is for the left eye, the right eye is being reported under MFR number 1061857-2007-00416. At 3 months post-op, this pt experienced a 1-line decrease in bscva in the left eye. Ucva improved from >20/100 to 20/35. At one month through 3 months post-op, this pt reported light sensitivity.

Manufacturer narrative:
A surgery database performance verification was conducted on this sys. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. This report mailed in to FDA on: 07/26/2007.